Event description:
It was reported that the pulse generator exhibited low battery voltage. It was noted that the generator was programmed to high output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.